Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was postponed. An additional report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 7700 locked up during a procedure. The system was reinitialized and the procedure completed without further incident. There was no adverse pt involvement reported. There was no pt info reported.